Manufacturer narrative:
(B)(4). The investigation is still ongoing on the event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that in the middle of a kyphoplasty procedure, lateral fluoro stopped working and they had to reboot the system. The pt for kyphoplasty hardened before the system completed rebooting and the intervention was less than optimal because of the loss of fluoro.